Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: cataract, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens opacity (ns). The lens was explanted and a multi focal lens was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).